Manufacturer narrative:
The investigation determined that repeatable, discordant (B)(6) vitros (B)(6) results were obtained for a single patient sample tested on a vitros 3600 immunodiagnostic system which had resulted (B)(6) when tested using an alternate method. The assignable cause for the discordant (B)(6) vitros (B)(6) results was determined to be the presence of non-specific antibody interference within the sample. There was no evidence to suggest an instrument or reagent malfunction had occurred.

Event description:
A customer complained after observing repeatable, discordant (B)(6) vitros (B)(6) results for a single patient sample tested on a vitros 3600 immunodiagnostic system which had resulted (B)(6) when tested using an alternate method. The customer concluded the (B)(6) result to be (B)(6). Vitros (B)(6) results 1.77s/c ((B)(6)), 2.55s/c ((B)(6)) vs. Expected (B)(6) using an alternate, non ocd method. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer did not report the (B)(6) vitros (B)(6) result from their laboratory and there were no allegations of patient harm made as a result of the event. (B)(4).